Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event sumnary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies identified. Normal function of adaptive biventricular pacing.

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD) the patient experienced loss of bi ventricular pacing, due to the device adaptive cardiac resynchronization therapy (crt) algorithm. Recommendation to physician was made for re-programming of device settings. The ICD remains in use, and no patient complications have been reported as a result of this event.